Event description:
The pt was implanted with hernia mesh t-sling. Later the pt experienced dysuria, suprapubic discomfort, dyspareunia, urinary leaking with full bladder, urinary retention and incomplete emptying of bladder. Under general anesthesia, a revision of vaginal suture line and excision of suburethral sling mesh, excision size measured 0.7 x 0.6 x 0.5 cm, and cystourethroscopy were performed.